Manufacturer narrative:
The reported event was inconclusive since the sample condition is poor. It is unknown whether the device had met relevant specifications. The product was used for treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter shaft. Visual inspection of the sample noted the bifurcation funnel was missing upon return. The reported event is considered inconclusive since the device cannot be tested due to poor sample condition. A potential root cause for this failure could be poor balloon design. The DHR review could not be performed without a lot number. The investigation is concluded, and no additional action is required at this time. The device was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had deflated the foley catheter once, and it was fine. However, the customer had to reinsert the catheter, but it would not deflate. The customer used different syringes and cut the valve off, water still did not come out. Also tried manually to deflate and press the fluid out of the balloon, finally removed half of the liquid inflated. The customer had to do a cystoscopy to make sure no damage was done, and the patient was good.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had deflated the foley catheter once, and it was fine. However, the customer had to reinsert the catheter, but it would not deflate. The customer used different syringes and cut the valve off, water still did not come out. Also tried manually to deflate and press the fluid out of the balloon, finally removed half of the liquid inflated. The customer had to do a cystoscopy to make sure no damage was done, and the patient was good.